Manufacturer narrative:
Concomitant medical products: 250 ml hospira bag lot 03-105-kl exp sept 2020 heparin sodium. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: race: white. Diagnosis; afib. Medical hx: afib, non sustained vtach, traumatic humerus fracture, l1 fracture, cad s/p CABG, copd, smoker. Labs: stat ptt>200.

Event description:
It was reported that the patient was receiving a low dose heparin 25,000units/250ml infusion at a rate of 15.6ml/hour per facility protocol. Two nurses entered the patient's room to revise the heparin rate per protocol and initiate a new bag of heparin. Both nurses validated the device programming and the new infusion was started. Approximately one hour later, the nurse heard the device alarming and discovered the heparin bag was empty. A stat ptt was done and found to be critical result of ptt >200. The heparin therapy was a bridge to oral therapy. A partial date of the even was (B)(6) 2019. Received the customers copy medwatch to be submitted to the FDA: "patient on heparin gtt @ 15.6ml/hour. 2 nurses verified rate. New bag of heparin was hung and pump started by nurse. 1 hour later nurse came to room and saw heparin bag was empty. Stat ptt >200."

Manufacturer narrative:
Additional information added to: the customer¿s experience that medication heparin over infused was confirmed. ¿no programming errors were found during the log review. ¿the received pump module was received with a broken upper membrane frame hinge ¿the free flow event was replicated during the investigation ¿successful rate accuracy testing of pump module was performed with received primary set once the lab provided membrane frame was installed to replace customer¿s broken hardware. ¿the customer¿s returned primary sets were measured for concentricity / dimensional analysis and was found to be within specifications. The root cause of the customer¿s experience that the medication heparin over infused was found to be the result of a broken upper membrane frame hinge. A broken membrane frame prevents the platen from resting on datum posts preventing occluders from applying pressure on loaded set. This issue can result in uncontrolled / unregulated flow. The root cause of the broken membrane frame hinge was not identified.

Event description:
It was reported that the patient was receiving a low dose heparin 25,000units/250ml infusion at a rate of 15.6ml/hour per facility protocol. Two nurses entered the patient's room to revise the heparin rate per protocol and initiate a new bag of heparin. Both nurses validated the device programming and the new infusion was started. Approximately one hour later, the nurse heard the device alarming and discovered the heparin bag was empty. A stat ptt was done and found to be critical result of ptt >200. The heparin therapy was a bridge to oral therapy.